Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, on one occasion the cgm bg reading was 78 mg/dl, and the meter bg reading was 200 mg/dl, and on a second occasion the cgm bg reading was 74 mg/dl, and the meter bg reading was 169 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.